Event description:
A nurse reported she went to move the footswitch and noticed a burning smell and a system message (sm) was displayed during set up with no patient involvement. The footswitch cable felt loose so she secured the connection and the sm appeared again. She continued to troubleshoot but the messages continued advising them to check the footswitch. They were unable to clear the messages and the footpedal was not recognized. An alternate system and footswitch were used to perform the case.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The system and footswitch were both examined and the reported event was confirmed (via event logs). The footswitch interface printed circuit board (pcb) (which is part of the system) was replaced to address the issue. The system and footswitch were both tested and found to meet product specifications. The system was manufactured on november 26, 2003. Based on qa assessment, the product met specifications at the time of release. The footswitch was manufactured on november 25, 2009. Based on qa assessment, the product met specifications at the time of release. The footswitch interface pcb was received for evaluation. A visual assessment of the returned sample revealed a burnt component. No further testing required. An internal investigation was opened to address this issue. The footswitch met specifications. The root cause was attributed to a nonconforming footswitch component inside the system. An internal investigation was opened to address this issue. (B)(4).